Manufacturer narrative:
The customer complaint of backup mode was confirmed. The device was returned in backup mode. Analysis of the device image determined backup occurred due a hardware reset of the anomalous integrated chip. After reloading the device firmware, further environmental testing could not recreate the backup event. The device was further monitored for several days with normal results. The backup condition could not be reproduced despite extensive efforts. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that, during device preparation prior to implantation procedure, the device was found to be in back up mode. A new device was used for the implantation procedure to resolve the event. The patient was stable.